Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message "battery inoperable". This resulted in an ongoing alarm that couldn't be stopped. The device was not in use when the fault occurred, therefore, there was no patient involvement. MFR# 3004604967-2015-00325.